Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain / pain level was unbearable") and procedural pain ("pain after surgery"). The patient was treated with surgery (essure removed 05-nov (year unspecified)). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown and the arthralgia was resolving. The reporter considered arthralgia, pelvic pain and procedural pain to be related to essure. The reporter commented: had them removed 11/5 turned 47 11/18. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Outcome for event hip pain updated to recovering/resolving. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain / pain level was unbearable") and procedural pain ("pain after surgery"). The patient was treated with surgery (essure removed (B)(6) (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, arthralgia and procedural pain outcome was unknown. The reporter considered arthralgia, pelvic pain and procedural pain to be related to essure. The reporter commented: had them removed 11/5 turned 47 11/18. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: f/u 1,2,3 processed together. Event added post procedural pain on 23-mar-2020: f/u 1,2,3 processed together.social media received: stabbing pain event added and previously reported medical device removal added as removal surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had them removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("severe hip pain/pain level was unbearable"). The patient was treated with surgery (essure removed (B)(6) (year unspecified)). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. The reporter commented: had them removed (B)(6) turned (B)(6) 2018. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.